Event description:
Fluctuating peep reading on display panel. Alarming. Troubleshoot, able to reproduce symptom. Removed defective peep potentiometers, replaced with new pot, calibrated function check tested all ok. No pt involvement or injury.